Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00384: screw 1, 3025141-2019-00385: screw 2, 3025141-2019-00391: plate, 3025141-2019-00440: drill.

Event description:
While implanting an ulna plate on a proximal radial fracture, the 3.0mm screw broke in the non-locking hole. This occurred a total of three times before a different product was used to plate the fracture. There was an hour delay in surgery as a result.